Event description:
The download from a male patient revealed a couple of "battery charger fault" flags. Lifecor customer support called the patient and left a message. In 2008 support attempted to reach the patient again, and left a message. Earlier in the day, the patient's attendant contacted support to report that the battery charger will not charge either battery pack. Support called patient and the number was no longer valid. Support contacted the patient's son to explain that a replacement battery pack would be sent.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. The means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.